Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. Functional testing was performed, and the complaint was unable to be duplicated. No disposable alarm messages were found in the pump's event history logs after pump starting. It's recommended that the downstream sensor be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a continuous no disposable tubing alarm. No adverse effects were reported.